Manufacturer narrative:
Result of investigation: because none of the products were returned and no further information concerning the issue is provided by the customer, the conclusion is done by experience of the investigator only. The most probable root cause therefore seems to be a defective camera head cable of the th102. This leads the signal transmitted to the control unit (tc300)to fail and consequently to a disturbance in the displaying unit (monitor, not part of this investigation). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the screens all flickered and went black during use which caused a delay of under 15mins. The procedure could be completed successfully. No harm to patient, user or third occurred.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).